Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A family member reported that a patient was implanted with bilateral systems on (B)(6) 2006 and had one of the systems removed on (B)(6) 2009 due to infection. The patient was implanted for parkinson¿s dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.